Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient experienced trunnion damage and required a revision of the femoral stem with femoral osteotomy.

Manufacturer narrative:
An event regarding disassociation involving an accolade stem which was mated with a lfit v40 cocr head was reported. The event was confirmed by visual inspection of the returned device. Method & results product evaluation and results: visual inspection: visual inspection of the returned device noted the following: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. Dimensional inspection: dimensional inspection was not performed because the device was returned damaged. Functional inspection: functional inspection was not performed because the device was returned damaged. Material analysis: material analysis of the returned device noted the following: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. This has been documented as part of CAPA. No further material analyses were performed. Clinician review: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies.  Complaint history review: there have been no other similar events for the reported lot.  Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. The reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of nc and CAPA. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient experienced trunnion damage and required a revision of the femoral stem with femoral osteotomy.